Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump had intermittent power. There was no patient injury associated with this issue. The patient replaced the battery and the battery cap to no avail. Troubleshooting revealed there was no damage or corrosion seen on the battery cap or battery compartment. The issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.